Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant, the lead became dislodged after the catheter was removed. The physician repositioned the lead but high pacing lead impedance was observed. After several attempts to reposition the lead, high pacing lead impedance was still noted. The physician replaced the lead and the procedure was successfully completed with normal impedance. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.